Event description:
It was reported that left ventricular capture management was contributing to ventricular tachycardia (vt)/ventricular fibrillation ( vf) episodes. The left ventricular (lv) lead also had an increase in threshold. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk implantable cardioverter defibrillator, (B)(6) 2009; 6947 implantable tachy lead, (B)(6) 2009; 5076 implantable pacing lead, (B)(6) 2009. (B)(4).